Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported no phacoemulsification power and low phacoemulsification power during a cataract procedure. An alternate system was used to complete the procedure. Patient impact was not reported.

Manufacturer narrative:
The system and the associated footswitch accessory were both examined. The company representative confirmed that debris was seen under the footswitch treadle. The debris was subsequently removed to resolve the issue. The system and associate footswitch accessory were then tested and found to have met specification. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the results of this investigation, the reported event was confirmed, as the it was found that the foreign material lodged in the footswitch (not allowing the treadle to be fully depressed and cause the nonconformity. However, the system was found to meet specifications. Per the operator¿s manual, debris/foreign material including fluid residue stuck on the footswitch bottom or under rear section of treadle may cause temporary malfunction of the footswitch and therefore must be removed prior to use. The system was found to meet specifications. Therefore, the root cause of the reported ¿phaco issues¿ as related to the system was unable to be determined. The footswitch was confirmed to have debris lodged and later removed to resolve the issue. The debris is attributed to the reported issue. However, how or why the debris came into contact with the footswitch cannot be conclusively. The manufacturer internal reference number is: (B)(4).